Event description:
Boston scientific received information that this right ventricular (rv) lead had micro dislodgment and exhibited high pacing threshold measurements. The physician had it repositioned successfully with acceptable lead measurements. This rv lead still remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.